Event description:
It was reported that the pt¿s shoulder was revised due to dislocation of the glenosphere from the baseplate. During the revision, the baseplate was noted as loose, the glenosphere was disassociated and wear was noted in the medial aspect of the poly and stem. Mild black tissue staining was observed.

Manufacturer narrative:
No other complaints have been reported for the lots in question. It is possible the reported fall that fractured the pt¿s acromion caused disassociation between the glenosphere and the base plate, and weakened the base plate fixation allowing micro-motion and loosening. Operative notes or x-rays have not been provided to ensure the implants were properly implanted per surgical technique. An exact cause cannot be determined at this time. As returned, the base plate taper is damaged, making dimensional analysis unfeasible. The tm pad on the baseplate shows some biological in-growth and is compressed on one edge which could have been caused by contact with the glenosphere after it disassociated. Wear and witness lines on the base plate taper indicates the glenosphere was symmetrically impacted and seated. The glenosphere was dimensionally inspected and found to be conforming where measured. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.